Event description:
It was reported that during the use of the product, a ?high pressure" alarm went off. No patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: device evaluation: the pump was returned to manufacturing for investigation. All labels were still intact. / no physical damaged was found on the device. He event history log confirmed that there was a record of the high-pressure alarm occurred continuously after power on or during operate on (B)(6) 2023. Function test was performed it could not confirm the reported issue. The occlusion detection level of the dso sensor was within the standard. As a preventative measure the downstream occlusion sensor was replaced. Product is beyond 2 years from manufacture date of 2020-01 and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. A service history review identified this device has not been in for service previously.